Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, when using the calibrator the calibrator did not work properly and it was somewhat difficult for the doctor to perform the measurement. Even so, with the same calibrator it was possible to complete the surgery successfully, without discomfort for the specialist, without affecting the patient and without alterations in the surgical times.